Event description:
It was reported that there was possible premature battery depletion. It was further reported that the battery longevity estimation decreased two years in approximately three months. It was also reported that the ventricular lead has chronic low impedances and there has been an increase in low impedance paces. The device and lead remain in use. Additional information received reported chronic low atrial impedance. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Product: 4965 implantable pacing lead (B)(6) 2005.